Event description:
The customer obtained no results and analyzer condition codes for twelve sequential patient sodium assays processed on a vitros 5,1 fs chemistry system. The customer determined that the results were processed from a vitros chemistry products alb slide cartridge. No numerical results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that multiple na assay requests were processed using slides from a vitros alb cartridge. The root cause is most likely instrument related as the investigation has determined that a specific sequence of events occurred that resulted in the vitros 5,1 fs reagent management software misidentifying the alb slide cartridge in the slide supply. The investigation is on-going.